Manufacturer narrative:
The pt is (B)(6). Catalog numbers and lot codes of other devices listed in this report: description: lrg tap pri mod nck 0deg 334mm: cat # nls-340000b, lot # 34887202. Description: delta v-40 ceramic head 30/0: cat # 6570-0-136, lot # 35424102. Description: primary tritanium hemi cluster hole cup 58mm: cat # 502-03-58f, lot # mjnd46. Description: trident 0 deg x3 insert 36mm ID: cat # 623-00-36f, lot # mjn84p. Description: 6.5 cancellous bone screw 35mm: cat # 2030-6535-1, lot # mjpnje. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experienced. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt has pain and swelling. Pt had bilateral hip done and is not sure of the implantation date.